Event description:
The hospital reported that a ventilator dependent terminal pt was having a trach placed. During the surgical procedure, the adjustable pressure limiting (apl) valve was reportedly noted to stick closed. The pt experienced a collapsed lung, and a chest tube was placed.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.